Manufacturer narrative:
Product analysis: no product returned. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve, the patient was noted with complete heart block. A permanent pacemaker was implanted successfully with no adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that one day following the implant of this transcatheter bioprosthetic valve, a cerebral vascular accident (cva) occurred. Loss of vision, weakness on the left arm, and modification of speech were reported. The patient was treated with medication. No additional adverse patient effects were reported. Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.